Event description:
The external pulse generator was returned to the manufacturer for calibration, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) lower case, battery release, ring cover, lead flex cover, both bails, and ring are contaminated. Upper case and both bail covers are broken. Inside of battery drawer is scratched. Keyboard is discolored.